Manufacturer narrative:
The investigation into the purge door issue has been completed. The console was returned for evaluation. Visual evaluation observed build up of purge solution near the purge door latch assembly. Data logs were not relevant to the door issue. Therefore the root cause of the purge door issue was due to observed build up of purge solution near the purge door latch assembly

Event description:
The user facility reported a 77-year-old male patient needing mechanical circulatory support. It was reported that the automated impella controller (aic) door does not open without having to manually pull it. There was no patient harm reported.